Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was reset and cleaned to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was reset and cleaned to resolve the issue.

Event description:
The hospital reported a loss of mechanical ventilation during pre-use check. There was no patient involvement.